Event description:
Upon attempt to clip artery, the machine malfunctioned and became caught on the vessel. Surgeons manually removed clip applier that was jammed, causing the vessel to tear and bleed. This was quickly resolved using cautery but caused minimal injury to the patient.